Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis: l4-s1 ddd; chronic low back pain. Post op diagnosis was spondylolisthesis , additional to pre-op one. The surgeon performed l4-s1 decompressive laminectomy with fixation and fusion utilizing stealth intraoperative navigation and o-arm technology , interbody fusion at l4-5 using the interbody fusion devices, hardware , nims monitoring , bonegraft , autograft and bmp. Per op notes, blade was used to make a skin incision. Bilateral subperiosteal takedowns were performed. A localizing x-ray was obtained. After the proper levels were identified, decompressive laminectomy was performed at l4 and 5 to the sacrum. The spondylolysis was confirmed and there was gross instability. Facetectomy was performed. Ligamentum flavum was sharply excised. After I was confident the nerve roots and thecal sac were well decompressed, the o-arm was brought in to obtain images to use in conjunction with the stealth fluoro navigation system to place pedicle screws into the pedicles and vertebral bodies of l4-5 and the sacrum bilaterally. The o-arm images and stealth were used to choose the starting point. This was followed by the drill and then the awl and the gearshift. I palpated along the proposed path of each screw using a pedicle feeler and to ensure there was no violation. The pedicle screws themselves were also placed using the stealth and o-arm images. Each individual screw was tested, but continuous nims monitoring was also performed. I palpated after placement of each screw, visualized to ensure there was no violation. Additional o-arm images were obtained demonstrating good positioning of the screws. A diskectomy was performed at l4-5 from a bilateral approach. The screws themselves were used to distract the interspace. I curetted out as much of the disk material as I could safely visualize and reach from a bilateral approach. The disk space was then further prepared for fusion . I chose two 12 x 22 mm interbody fusion devices. One was placed on the left, the other from the right as the thecal sac and the nerve root were gently retracted using the nerve root retractor. A small piece of bmp was placed within the interbody device and a small piece of graft putty with the patient bone was placed between the devices. The cages were countersunk approximately 3 mm. The distraction was released. I chose rods to fit over the screws from l4 to s1. The set screws were then applied. Compression was applied at l4-5 and then the final tightening was performed using the torque(counter-torque device. A crosslink was used for additional stability of the construct. The wound was copiously irrigated with antibiotic-impregnated solution. Meticulous hemostasis was obtained. Two medium hemovacs were placed in the epidural space and brought out through a separate stab incision. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.